Event description:
It was reported that during a follow-up appointment, this subcutaneous implantable cardiac defibrillator (s-ICD) device displayed a battery depletion (bd) alert. The physician suspected the battery was exhibiting premature depletion. However, the data was provided to boston scientific technical services and it was confirmed that the device was depleting normally. It was indicated that the remaining longevity was 42%. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that during a follow-up appointment, this subcutaneous implantable cardiac defibrillator (s-ICD) device displayed a battery depletion (bd) alert. The physician suspected the battery was exhibiting premature depletion. Information has been requested regarding the event resolution, but a response has not yet been received. At this time, the s-ICD remains implanted and in-service. No adverse patient effects were reported.